Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) and continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was not reported. The patient was not hospitalized for the event. Treatment and patient outcome was not reported. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.